Event description:
It was reported that the pt fell on the implanted side in 2003, the area was swollen and the coil broken. Measurements showed 'poor coupling' to the implant. Pt had very limited benefit from the implant. Med-el only became aware of the problem upon the receipt of the device in oct 2003.